Manufacturer narrative:
Fdc now applies to the desktop charger (B)(4). If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Analysis of the desktop charger ((B)(4)1) found that it had a broken connector pin. All fdm and fdr codes apply to the desktop charger ((B)(4)) fdc (B)(4) applies to the desktop charger ((B)(4)) if information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
The main component of the system and other applicable components are: product ID: 37761, serial# (B)(4), product type: recharger. (B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer regarding a patient implanted with an implantable neurostimulator (ins) for head/neck and spinal pain. It was reported that the patient's desktop charger connector pin was bent and that they could not get the ins recharger to turn on. It was noted that their stim had stopped, that the ins was completely dead and that their head was hurting worse (possibly due to sinus issue). A new desktop charger was sent to the patient. Follow-up was conducted. No further complications were reported.